Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 680 mg/dl. A bolus and insulin injections were used to address bg. Customer was admitted to the hospital and intravenous insulin was administered to treat bg. Elevated bg was resolved and customer was discharged on (B)(6) 2019 with no permanent damage. Contact did not know cause of elevated bg. Tandem technical support reviewed pump data and found that an occlusion alarm occurred prior to being admitted to the hospital and insulin delivery was resumed without a supply change. Contact could not provide further information regarding the occlusion. No further issues related to insulin delivery were identified in pump data. Reportedly, customer discussed event with a healthcare provider.